Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 was analyzed, and it was found that returned ligator housing had six bands attached, and the bands were moved and overlapped. The ligator housing teeth were damaged. The returned handle had evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of handle won't turn was not confirmed. Upon analysis, functionally, the handle was rotated 180 degrees and there were no issues noted. The ligator housing had six bands attached, and they were moved and overlapped, and the ligator housing teeth were damaged. The returned device had the suture break; however, this condition is not considered a failure mode because this could have possible occurred when the physician trying to remove the device from the scope. These encountered problems during device analysis might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. The damaged on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) procedure to treat varices performed on (B)(6), 2024. Prior to the procedure, the physician tested the device outside the patient. When he attempted to deploy the band, the handle would not fully rotate. It created so much tension that the tip end of the scope was pulled/flexed when the handle was attempted to be turned. The device was removed from the scope, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) procedure to treat varices performed on (B)(6) 2024. Prior to the procedure, the physician tested the device outside the patient. When he attempted to deploy the band, the handle would not fully rotate. It created so much tension that the tip end of the scope was pulled/flexed when the handle was attempted to be turned. The device was removed from the scope, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn.